Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoaral artery. A 6.0 x 200 x 150 mm sterling balloon catheter was advanced for dilatation. However, during inflation before reaching the nominal pressure, the balloon ruptured. The device was removed from the patient's body. Dilatation was performed again with another 6.0 x 200 x 150 mm sterling balloon catheter. However, during inflation before reaching the nominal pressure, the balloon also ruptured. A third balloon of the same device was used and completed the procedure. No patient complications were reported.